Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem of "damaged bearings" was confirmed. Reliability engineering evaluated the device, and the bearings in the attachment were damaged, creating an obstruction that would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device had damaged bearings. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.